Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture resulting in oversensing of intrinsic r-waves. Programming changes were discussed, no intervention was reported. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.